Event description:
A customer reported an alert related to updating time, personal profile, or other device settings. The customer experienced a high blood glucose level, though the specific value was not provided. The customer contacted technical support, who assisted in updating the device settings to address the issue. The caller did not mention any injury or presence of ketones.